Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and keypad button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she had the pump under her bra and received button error. The customer stated that sweat and moisture was under the lcd display. The customer was advised to discontinue use of the pump and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.